Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) system had migrated. It was also noted that high impedances on lead (electrodes) #8-15. Diagnostics that were performed included reprogramming, x-rays (results not reported), and impedance testing. There were no reported patient complications or symptoms associated with the event issue. The patient was reprogrammed and was reported as getting good coverage with lead (electrodes) #0-7. The patient was very happy with the stimulation. If additional information is received, a follow-up report will be sent.